Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. During lead revision, damage due subclavian crush was confirmed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.